Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day before contacting support. The customer's blood glucose levels did not exceed 500 mg/dl or cause continuous glucose monitor to read ¿high.¿ reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.